Manufacturer narrative:
Returned for evaluation is the catheter, which is in two pieces. Lot history review indicates no related component or manufacturing issues and no product complaint of similar nature. The texture at the break point appears granular and dull with some spots of jaggedness. Tactile inspection indicates the tubing is severly elongated and appears necked down proximal to and distal to the break site. The ends appear to mate. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaints should be recorded as user related since the catheter was pulled apart.